Event description:
Meter name: one touch profile. Strip name: lifescan. Meter code: 6. Strip code: 6. Strip storage: unknown. Symptoms: no symptoms. A patient reported they were seen by their doctor. Their meter allegedly was inaccurately low. The results on their meter were 62, 53, and 49 (no units). The result on the doctor's meter was 248 (no units). The time difference between patient's meter and doctor's meter was unknown. Treatment was insulin shot. No further information has been reported.